Manufacturer narrative:
The device is being shipped to the manufacturer for investigation. When the device is received, a quality investigation will be conducted and a follow up report will be filed.

Event description:
It was reported that yellow fluid with black specks came out of the device before it was used on the pt. The account had a back up to use to complete the procedure with no delay. There are no allegations of adverse consequences associated with this event.